Event description:
It was reported that damage occurred to the pump housing and usb port, impacting the customer's ability to charge the pump and causing the pump to shut down. There was no adverse impact on the customer's blood glucose level. The customer sent a picture of the damage for evaluation, and it was determined by technical support that the damage was cosmetic and did not affect the pump's functionality. As the customer was concerned about charging, replacement charging supplies were sent via two-day shipping.